Manufacturer narrative:
Natus had requested the bag containing the failures for investigation of this complaint, but the customer opted to retain the remaining units. The customer reported that all of the other foam tips in this particular bag had no issues. The customer also reported that this is the only instance of this malfunction in the past five years at their site. Natus received approximately (B)(4) units from the same lot, but a different event. The failure could not be confirmed. Natus instructions include selecting the appropriate size ear tip for the patient, as well as instructions regarding using larger size foam tips for insertion into the ear canal. Natus is investigating this issue through corrective actions at this time.

Event description:
The customer reported to natus medical that the foam tips of the pediatric foam ear tips separated from the plastic tubing while removing a probe following a hearing screen. The foam tip remained in the patient's ear and the plastic tubing remained on the probe. There has been no report of patient death, serious injury or harm. The customer reported that the patient did not notice anything and the screener removed the foam from the ear.

Manufacturer narrative:
This issue was investigated through corrective actions. The root cause of this issue was confirmed to be inadequate application of the adhesive which secures the foam to the lumen tube.